Manufacturer narrative:
The center panel had cracked, causing the body support to separate from the frame. It is likely that the cracks would have been visible before the failure occurred. The product manual says: "inspect this product and accessories regularly for loose or missing screws, metal fatigue, cracks, broken welds, missing attachments, general instability or other signs of excessive wear. Immediately remove this product from use when any condition develops that might make operation unsafe."

Event description:
It was reported that the client was using the stander when a structural component of the stander failed, allowing the body support to separate from the frame of the stander. The client reportedly fell and hit her head, but was not seriously injured.